Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems") and cyst ("cyst") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removal). Essure (ess205) was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, weight increased and cyst outcome was unknown. The reporter considered abdominal pain, bladder disorder, cyst, menorrhagia, pelvic pain, urinary tract disorder and weight increased to be related to essure (ess205). The reporter commented: as per follow up discrepancy noted date of insertion: (B)(6) 2005, 2006. Patient received treatment for pelvic pain, abdominal pain, menorrhagia, bladder problems, urinary problems, weight gain, cyst. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: reporter information was added. Case become incident injury nos replaced with new event added pelvic pain, abdominal pain, menorrhagia, bladder problems, urinary problems, weight gain, cyst. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.